Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation did uncover a chemical stain on the forceps passage, but it was not a biohazard stain. Additionally, the plastic distal forceps cover was missing, the bending section cover had a cover, one echo signal missing, and the upward/downward angulation control knob was loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during reprocessing, blood stain was noted inside the scope channel on the evis exera ii ultrasound gastrovideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the chemical stain was the joint part of the forceps and it may have been discolored due to the influence of adhesives applied to the outside of the pipeline. Therefore, it is likely that there is no abnormality with the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "5.2 importance of cleaning, disinfection, and sterilization the medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, or sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manuals of all ancillary equipment, and have a thorough understanding of the following items: -professional health and safety criteria of your hospital -individual cleaning, disinfection, and sterilization protocols -structure and handling of endoscopic equipment -handling of pertinent chemicals" olympus will continue to monitor field performance for this device.

Event description:
Per the tech who reprocessed the scope, the scope was washed when it arrived in the washroom after the procedure. The scope was reprocessed multiple times following olympus reprocessing guidelines and continued to fail hld strip. When the channel was inspected with a borescope, the tech noticed what appeared to look like a "stain" inside the channel which was unable to be removed after several reprocessing attempts. The scope was immediately placed "out of service" and sent to olympus for further inspection/repair. There was no delay reported with the therapeutic procedure. The intended procedure was for an unknown growth/mass which was biopsied using an fna needle. Per the technician involved in the procedure, the scope was inspected prior to use with no anomalies found. The procedure completed using the same device.

Manufacturer narrative:
Updated fields: b5, d8 this report is being supplemented to provide additional information based on the additional information provided by the customer. Olympus will continue to monitor the field performance of this device.